Event description:
Gi physician called to obtain info about glutaraldehyde induced colitis. This diagnosis was discovered about one hr ago. The gi lab is using an endoscope washer and he doesn't know anything about the type of washer or the solution. He requested info on treatment of this condition. Faxed info from the american journal of medicine, "investigation of an outbreak of bloody diarrhea: association with endoscopic cleaning solution demonstration of lesions in an animal model." Glutaraldehyde wash. Asp was later notified that the pt was fine. The endoscope washer was a unitrol automatic endoscope washer.